Manufacturer narrative:
This report is being submitted to correct the following fields of the initial report. Please see corrected fields: c, d2, d3, g1, g4, g6 and h2.

Manufacturer narrative:
Additional information: h10: investigation summary on supplement two (2) for MFR. Reprot 1221359-2021-03322 did not include the reported complaint rate for reported false positive results. See below for updated investigation summary. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 159787a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 & 195-260 / lot 159787a and device part number 195-430h / lot 150252. The lot met the required release specifications. A review of the complaints reported as false negative and false positive patient results (confirmed and unconfirmed, conflicting results), related to kit lot 155063 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 159787a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 & 195-260 / lot 159787a and device part number 195-430h / lot 150252. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results), related to kit lot 155063 showed that the complaint rate is (B)(4) in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The user reported conflicting results with the binaxnow covid-19 antigen self test performed on (B)(6) 2021 on a direct tested nasal kitted swab. The user performed the binaxnow covid-19 antigen self test on (B)(6) 2021. The user states that the test result after 17 minutes was one pink control line and no sample line (indicating negative), but after 2-3 more minutes, a faint pink sample line was noted (indicating positive) , however, after a minute the sample line disappeared. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.